Event description:
The iab leaked during insertion. The iab was removed and a second was inserted. On 3/10/98, the following was reported to datascope: the iab was inserted percutaneously after heart catheterization. The dr encountered problems trying to insert the iab into the pt. Once the balloon's position was verified with flouroscopy, the balloon could not be filled and an "autofill failure" alarm sounded. The dr was informed and he opted to removed the iab. A new iab was inserted without incident or complications. There was no pt injury or complication as a result of the event on 2/2/98. As of 2/9/98, the pt was doing well following CABG and was due to be discharged from the hosp. [Event complications]: none from the event-reported 2/5/98 and 3/10/98. [Pt's current status]: discharged-rpt'd 3/10/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth and square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probable caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.